Manufacturer narrative:
Additional manufacturer narrative: the device history record review was completed, and confirms that this device passed all manufacturing and sterilization inspections. No quality deficiencies detected with the subject edwards' device.

Manufacturer narrative:
Unfortunately, the edwards device was not returned for analysis. Due to patient privacy regulations, the hospital would not release any additional information regarding the patient's death. The device history record (DHR) review is currently in process.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient has expired. The date of patient's death and implant duration were not provided. Through follow-up with the health-care provider, a copy of the patient's operative report (procedure date (B)(6) 2010; date of implant) was received. According to the operative report, the patient presented with aortic insufficiency and therefore, had an aortic valve replacement performed using the edwards bioprosthetic valve. Of note, the patient also had mitral valve replacement (non-edwards device) performed for mitral regurgitation. The patient left the operation in critical but stable condition. No other details were provided. Unfortunately, the cause of death remains unknown. Furthermore, there have not been any allegations of a product malfunction, or that the edwards device cause or contributed to the patient's death.